Event description:
Caller reported a high blood glucose level, with the highest level being 340 mg/dl. Despite administering a correction bolus via the pump, the high value persisted. The cause was suspected as the pump not delivering insulin accurately. Technical support conducted a system check with the assistance of a third party from a children's hospital and found no pump or supply issues. They informed the caller that the pump was operating correctly and recommended consulting with a healthcare professional for further investigation. As a precaution and to address concerns, a goodwill replacement pump was offered, along with additional pump training to prevent handling errors.